Manufacturer narrative:
Addtional comments recieved regarding the event state ' the passing of the baby was not because of the laryngoscope'. UDI information has not been able to be obtained.

Event description:
Event details as decribe to manaufactuirer 'light was flickering during intubation on 24 week baby. If blade was pushed down the light would stay on.' 'The baby had anatomical issues and could not ventilate.'